Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to charge when prompted during their morning tests. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.